Manufacturer narrative:
Reported on initial as malfunction, should be "serious injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfna (trochanteric fixation nail advanced) removal and revision to an endoprosthesis was performed on (B)(6) 2015. The original procedure to repair a highly comminuted well displaced peritrochanteric fracture was performed on (B)(6) 2015. During the original procedure, the helical blade was not implanted into the neck of the femur; it was only in the femoral head (anterior to the femoral neck). The patient subsequently fell on (B)(6) 2015 and it was discovered that the helical blade had migrated out of the femoral head superiorly. There was no patient complaint of pain before the original procedure, when the patient fell, or before the revision procedure. The removal/revision procedure was successfully completed without incident. This report is 2 of 2 for (B)(4).